Event description:
It was reported that the patient was not getting stimulation. It was also stated that the ipg was not holding a charge. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg was discarded.